Event description:
High atrial threshold. Atrial impedance current measurement 2584 ohms and appears increasing." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).